Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis:visual analysis of the photographs identified device patch with lot (or catalog) number (the batch number or catalog cannot be confirmed) deformation device red biological tissue creases red particles in the shell.

Event description:
Healthcare professional reported "an almond-shaped, firm elastic lump felt and mobile mildly enlarged lymph node in ant. Axillary line", "no axillary adenopathy", "posterior surface of left implant showing evidence of old hematoma", "left implant not found ruptured upon explant". Device has been explanted.

Manufacturer narrative:
(B)(4). The event of capsular contracture baker grade iii/IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV and rupture.

Event description:
Patient reported for left side "pain, breast feeling hard, capsular contracture baker grade 3/4", "fna test and us was done and the surgeon mentioned ¿possibly a premature rupture as well". Device remains implanted.

Event description:
Patient additionally reported "a little bit of fluid on the left side" and "ripple contour of the implant."